Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3 failed and required maintenance. The customer rebooted the station and recovered the storage space, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3 failed and required maintenance. The customer rebooted the station and recovered the storage space, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 had failed. The field service engineer (fse) contacted the client and attempted to complete a remote fix. However, the client was unable to assist at that time, so an onsite visit was scheduled for the afternoon. After multiple follow up attempts, no response was received from the client. The case would be reopened once adequate information became available.